Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The aneurysm neck was reported to be severely angulated and funnel-shaped. During the initial implant procedure, it was reported that the stent graft had slid inferiorly, and an aortic cuff was implanted. Follow-up imaging indicated that the aneursym had developed the proximal aortic cuff; therefore, the patient was admitted to the hospital for implantation of an aortic cuff to bridge the gap. Introperatively, the physician decided not to implant an aortic cuff, but to implant a second bifurcated stent graft just below the renal arteries, inside the first stent graft. Due to the angulation of the aortic neck, as the second bifurcated stent graft was being deployed on the left side, it slid down to the level of the initial aortic cuff. The contralateral gate was cannulated, and a 16 mm diameter x 8.5 cm length iliac limb was implanted on the right side. Final angiography demonstrated no evidence of type I, type ii, or type iii endoleak. No clinical sequelae were reported, and the patient is reported to be fine.